Event description:
During a vitrectomy, the tip of the vitrector broke off. The surgeon noticed this when he removed the vitrector through the cannula that the tip was broken. Surgeon removed the cannula and inserted the trocar back into the cannula to see if it was stuck in it, nothing came out. Surgeon went back into the eye with a new cannula and new vitrector, he scleral depressed around the entire eye and no metal was visible.